Event description:
Procedure: open exploration of right distal sfa-p1 with removal of supera stent and coronary balloon percutaneous balloon angioplasty and stent reconstruction of right popliteal and distal sfa percutaneous balloon angioplasty and stenting of prox p2+p1 + distal sfa with 6 mm balloon removal of existing left 6f sheath - closure with celt device md attempted recanalization of long segment right sfa-pop occlusion. During this process, md successfully achieved traversal of occlusion of the common peroneal artery and established continuous flow to the posterior tibial artery. But, with use of the supera stent system in the popliteal and distal sfa position, md's balloon became entrapped in the supera stent. This could not be resolved. Hence, patient comes now to the operating room for removal of the intravascular foreign bodies, and completion of the recanalization procedure if possible.